Event description:
Customer calls indicating customer sent 4 employees to ER with facial, neck, and body rashes. They are itching, puffy, bright red like wind burned skin. ER dr diagnosed as allergic reaction. No known treatment rec'd. No user specifics were rec'd for this incident.